Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. If the product is returned, the case will be re-opened and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc meter did not turn on by button or by test strips. On (B)(6)2019, as a result of the customer not being able to monitor their blood glucose, she experienced sleepiness and symptoms of hyperglycemia. The customer immediately went to the hospital where a blood glucose of "around 400mgh/dl" was obtained in the emergency room and was administered 10 units if novolog insulin for treatment for hyperglycemia. There was no report of death or permanent injury associated with this event.